Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that her daughter experienced a total of five possible sensor wire breaks. Patient's mother reported that, upon removing a sensor the last week in (B)(6), a wire fragment was left underneath patient's skin, in her upper arm. Patient was x-rayed per referral from her pediatric endocrinologist. X-rays on both upper arms revealed a total of five possible retained sensor wire fragments. Patient's mother was unsure when the sensor wire breaks occurred and indicated that patient did not seem to be bothered by the retained fragments. This is MDR 4 of 5 for the complaint. Refer to the following mdrs for complete reporting of this complaint: 3004753838-2011-00014 (1 of 5), 3004753838-2011-00015 (2 of 5), 3004753838-2011-00016 (3 of 5), 3004753838-2011-00018 (5 of 5).